Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one video was received by our quality team for evaluation. The video shows the clinician drawing fluid with a syringe at the three-way valve connection. The clinician then switched the valve direction and injected the fluid drawn into the port. The fluid was able to be injected into the patient¿s arm and no leakage was observed. It would not be possible to flush the fluid into patient¿s arm if the product was clogged. No leakage from the product was observed. A device history record could not be evaluated as the lot number is unknown. The reported issue could be due to the overall connection and setup. As no sample was received, no further investigation could be performed, and the root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported that venflon pro safety 18ga 1.3mm od 32mm l leaked. The following information was provided by the initial reporter: "the anesthesia team determined that the puncture was smooth and they were certain that the infusion was in place. However, sometimes there was no visible backflow or the infusion needle was leaking. "